Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patients ipg would no longer hold a charge. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device was disposed at the facility.